Manufacturer narrative:
The user experienced hyperglycemia resulting in emergency department evaluation while using the ilet. Engineering log review did not identify device malfunction alerts, and no abnormal device performance was reported at the time of the event. The user reported elevated bg without a known precipitating factor, and evaluation was performed to assess for possible non-device-related causes. Based on available information, the cause of the hyperglycemic episode could not be established, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 02-feb-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 326 mg/dl. The user was evaluated in the emergency department, treated with IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.